Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 09/17/2015 device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: unexplained pump reboot events were observed in the black box. No damage was found to the battery compartment or the returned battery cap. Corrosion was observed on the inside of the battery compartment. The pump was exercised for 24 hours with power issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.